Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was reported that the patient sufferred from twiddler's syndrome. An invasive procedure was performed. The lead was explanted and replaced and the implantable cardioverter defibrillator (ICD) was placed in a pouch and placed back in the pocket. Several hours after the procedure, it was noted that the patient sufferred from a stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.